Event description:
Through journal article ¿evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing¿, authors report a patient diagnosed with bia-alcl. The specific markers confirming this event have not been reported or confirmed. The manufacturer of the device is unknown, allergan has chosen to report this complaint conservatively. Affected side is unknown. Device status is unknown.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.